Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The serial number of the device is unknown; hence date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A facility administrator reported a patient/customer was ¿rushed to a hospital because of a problem with the meter." The caller further indicated that the test was not starting after sample application. At the hospital, a reading of 790 mg/dl was received on a hospital device and customer was treated ¿with a drip¿. The reporter refused to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: lot number has been updated based on case details. No product has been returned and a valid serial number for the meter has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the precision strips was reviewed and the DHR showed the strips passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. Dhrs for all precision h meters within expiration at the time of complaint were reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. Retain testing was performed for precision strips and all units performed in specification and passed. A tripped trend review was completed for the reported complaint and precision hospital meter, no further track and trend review was required as there were no confirmed complaints. The manufacturer of precision hospital meter was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities were identified. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A facility administrator reported a patient/customer was ¿rushed to a hospital because of a problem with the meter." The caller further indicated that the test was not starting after sample application. At the hospital, a reading of 790 mg/dl was received on a hospital device and customer was treated ¿with a drip¿. The reporter refused to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips were returned and investigated using a retained meter. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified.

Event description:
A facility administrator reported a patient/customer was ¿rushed to a hospital because of a problem with the meter." The caller further indicated that the test was not starting after sample application. At the hospital, a reading of 790 mg/dl was received on a hospital device and customer was treated ¿with a drip¿. The reporter refused to provide any additional information. There was no report of death or permanent injury associated with this event.